Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the surgery. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and decreased r-wave measurements. X-ray imaging revealed that the lead had dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.